Manufacturer narrative:
(B)(4). (2) units of fg ec161 16fr catheter easy-cath 5 were received for analysis. During the visual inspection, the samples were received on its original package and no signs of use were observed. Also, the samples are from batch 74c1500868. No other issues were found. It is not possible to establish a corrective action since the received samples were found within specifications. The root cause for the condition reported could not be identified. Customer complaint cannot be confirmed, since the samples received were found within specifications. However, the personnel of the assembly line were notified on jun-22-2016 for awareness.

Event description:
Patient went to his doctor complaining of bleeding after using a catheter. The bleeding had stopped at the time of the examination. The patient gave the nurse a catheter that appeared to be broken near the eyelets causing a sharp spear-like tip per the nurse's description. The patient was treated with anti-biotics as a safety precaution. The nurse cannot verify that the patient used proper technique although he is a long-time user of the device. She notes that he is legally blind and most likely did not notice the tip prior to insertion. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history record of the product ec161 batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Also, the device history record of the product ec161 shows that part number ic16fm lot number 1940495 was used as subassembly of product ec161. This device history has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lots in question that can be associated to the complaint reported. All records show that the products were assembled and inspected according to our specifications. A sample device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Patient went to his doctor complaining of bleeding after using a catheter. The bleeding had stopped at the time of the examination. The patient gave the nurse a catheter that appeared to be broken near the eyelets causing a sharp spear-like tip per the nurse's description. The patient was treated with anti-biotics as a safety precaution. The nurse cannot verify that the patient used proper technique although he is a long-time user of the device. She notes that he is legally blind and most likely did not notice the tip prior to insertion. The patient's condition was reported as unknown.